Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7mm extended length endoscope had debris on the lens and the image was blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. No non-conformance was observed during the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Condensation was observed on the inside of the lens. Based on the results of the evaluation, the reported complaint was confirmed. It was determined that the obstruction is on the inside of the scope. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7mm extended length endoscope had debris on the lens and the image was blurry. A replacement device was used to complete the procedure. The hospital did not report any patient effects.